Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11705. The patient received two leads with the same lot number. It was reported, the patient was not receiving effective stimulation from the system. It was reported, the system was functional, however, the relief was insufficient for the patient. The physician opted to explant the scs system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.